Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was removed without closing the footplate. The patient effects of vascular injury (tissue damage) and hemorrhage are listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse events of use of the device. The investigation determined the reported difficulties appear to be related to use error and the treatment appears to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
H6: medical device problem code 2017 ¿ incorrect removal. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, after deploying the device, it was removed without closing the footplate; the vessel was torn. The device became stuck in the subcutaneous tissue. A small incision was used to remove the device. Bleeding was more than pulsatile. Manual compression was applied; hemostasis was not achieved. Surgical closure was used to achieve hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.